Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) with a monitoring voltage of 2.55 v and a charge time of 24 seconds. Four months ago, the monitoring voltage was 2.59 v and charge time was 14.8 seconds. There is a concern that the battery has depleted prematurely.